Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition and false episodes. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.